Event description:
Follow-up report being filed due to user facility report received. Info received in user facility report clarified the pt's symptoms. The pt's blood pressure rose to 245/70 with a heartrate of 108.